Event description:
Notified of internal "blood leak" by fmc walnut creek qs. Blood was detected in the effluent dialysate and tested positive for blood at the machine drain. Dialysis stopped and extracorporeal circuit was discarded by facility protocol. Dialyzer had been reprocessed x14 and reported failure was during the 15th use of the product. It was reported that no medical intervention was necessary, due to the leak. Pt stable. 5/17/99 reuse info and pt info for MDR filing requested. 5/17/99-rec'd info with 3rd telephone call to customer. The complaint sample was discarded. The reuse disinfectant used was renalin using renatron equipment; automated procedure used. Ebl reported as 200cc. Informed of blood loss volume on 5/17/99.